Event description:
It was reported that the patient underwent an unspecified back surgery procedure in 2000, where vicryl sutures were used. After surgery the patient developed an infection and injuries.